Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The device was programmed back the original settings and remains in use. No patient complications have been reported as a result of this event.